Event description:
It was reported that this right ventricular (rv) lead was oversensing atrial events on the ventricular channel. The health care professional (hcp) was concerned that this lead may have moved since it was a recent implant, however they could not confirm if the patient had any procedures, fall, or accidents. Technical services (ts) recommended programming options. This lead remains in service. No adverse patient effects were reported.